Event description:
(B)(4).

Manufacturer narrative:
The customer stated that the hard drive has never been replaced, and the unit has never power cycled the unit. Per labeling, the manufacturer recommended hard drive replacement is interval is two years and the unit should be restarted every three months. The customer replaced the hard drives for the central monitoring system and the issue was resolved.